Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event and a review of the complaint history identified no similar incident reported from this lot. The reported patient effect of tissue damage, as listed in the mitraclip system instructions for user (IFU) is a known possible complication associated with mitraclip procedures. Based on all available information, a cause for the reported single leaflet device attachment (slda) could not be determined. The reported tissue damage was a cascading event of reported slda. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
Patient ID: (B)(6). This report is filed due to a single leaflet device attachment and suspected tissue injury. It was reported that on (B)(6) 2021, the patient presented with functional mitral regurgitation (mr) grade 4+, with dilated cardiomyopathy, and leaflet tethering. The first mitraclip was implanted, reducing the mr to grade 2-3. While inserting a second mitraclip, the first clip was observed as a single leaflet device attachment (slda) along with a shortened anterior leaflet. The clip had detached from the anterior leaflet, and an anterior leaflet tear was suspected. The mr increased back to grade 4+. Reportedly, there was no clip-clip interaction. The second mitraclip was implanted in an area as planned before the slda, reducing the mr to grade 3 and 3+. There was no additional treatment for the slda. No additional information was provided regarding this issue.

Manufacturer narrative:
The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
Subsequent to the previous report, the additional information was received on (B)(6) 2022:the second mitraclip was implanted next to the slda clip as treatment.